Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "check pads" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The reported malfunction was observed during review of the clinical data. However, the reported problem could not be duplicated with the device. Review of the clinical data showed that the electrode pads had a very intermittent connection. The data showed a CPR waveform present for the entire case, which indicates that the pads were connected to the multi-function cable. During the 15 minute case, the providers performed CPR for over 10 minutes. It is unclear what type of troubleshooting steps were taken. The pads off messages presented in the clinical data (many in quick succession) may be an indication of a poor or very intermittent connection between the pads and the patient's skin. However, this could not be firmly established as the electrode pads were not returned for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.